Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on an unknown date. The surgeon determined the patient to have a recurring hernia. When the surgeon underwent the laparoscopic repair procedure, he noticed that there was a tear in the middle of the mesh. The surgeon could not remove the mesh and a different mesh was used to repair the hernia.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.